Event description:
Haptic broke while insertion. Per info from physician. There was no trauma to pt. Dr was implanting lens and haptic broke in eye and was removed. Facility has indicated there was no trauma to pt.